Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noisy signals, oversensing and pacing inhibition. The cause of the noise was undetermined.